Event description:
It was reported that the device was explanted after implant duration of approximately 7.3 months. It was learned that the reason for explant was due to aortic regurgitation, aortic insufficiency and calcification.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was not provided. A device history record review is in process. Device not returned.

Manufacturer narrative:
Evaluation summarry: as received, the valve was dry and leaflet 1 was cut off. Some tissue remains intact along the attachment site, it measures to approximately 2-3mm in width. Leaflets 2 and 3 are stiff, a common characteristic of dehydrated tissue. A cut is detected at the free margin of leaflet 3 and measures to approximately 5mm into the cusp area. Minimal host tissue is detected at the stent inflow and tissue inflow. It encroached onto the tissue and into the orifice by 2mm. Not able to evaluate the valve due to the current condition in which it was received.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the catheter leaked at the split under the hub.